Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Red status indicator and device service required prompt. No patient involved.

Event description:
Red status indicator and device service required prompt. No patient involved.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat¿ from heartsine technologies on the 26th january 2016. On receipt of the device, the pad clock was incrementing with an incorrect date and time. The rtc circuitry was measured and found to be comparable with a known good unit. On visual inspection of the pcba, there was evidence of excess flux around the rtc circuitry and close to the y1 crystal. This may have had an adverse effect on the rtc circuitry, resulting in the desynchronization of the pad clock, however, this could not be confirmed during the investigation. Interruption of the y1 crystal is usually indicated in by the voltage low (vl) flag in the internal rtc seconds register being set, however, on inspection of the rtc registers upon receipt this flag was not set. The device was temperature cycled between 0-50°c for 48 hours while performing a self-test every 20 minutes. Additional stress testing was then carried out at 50°c 95%rh for 5 days while performing a self-test every 20 minutes. This combined testing equates to approximately 9.5 years of normal use without fault. It is possible, that following an interruption of y1, an attempt was made to resynchronise the pad clock using the saver evo application. This would have reset the vl flag and resulted in the clock incrementing again, however, the rtc chip may have been corrupted during this time. The rtc time and date is not a critical failure because, as demonstrated, the device¿s ability to delivery therapy is unaffected. The user would have been alerted with a ¿warning, device service required¿ prompt and a flashing red status led as per the reported fault. The corrosion on the contact collars and the temperatures reaching a low of -1.7°c recorded in the history log indicates the device had been stored outside the indicated conditions. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.